Manufacturer narrative:
H4: the lot was manufactured from may 08, 2020 - may 11, 2020. H10: the device was received for evaluation containing approximately 115ml of fluid in the bladder. Visual inspection was performed which revealed tiny white specks of crystallized drug residue located near the fill port area. Functional testing was performed by filling the device. After fill, the sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked white residue at the top of the pump. The set was filled with 5400mg fluoruracil in 115 ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.